Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error codes / message alerts) and through hearing. Tf 446026 (vref error), tf 446029 (ambient failure detected) and tf 485001 (ambient mode). It was reported that the o2 sensor values where unstable while the ventilator device was operating. The set fio2 was ~40%. Spo2 did not change during the o2 sensor failure, the patient was stably ventilated and oxygenated. The ventilator device was exchanged. The device log files (service log, error log, event log) were provided to hamilton medical ag and show that the ventilator device already alarmed 3 days prior the reported date-of-event, on date 22-mar-2024. The ventilator switched then also to ambient mode with the technical error 446026 (amvreferror). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error codes / message alerts) and through hearing. Tf 446026 (vref error), tf 446029 (ambientfailuredetected) and tf 485001 (ambient mode). It was reported that the o2 sensor values where unstable while the ventilator device was operating. The set fio2 was ~40%. Spo2 did not change during the o2 sensor failure, the patient was stably ventilated and oxygenated. The ventilator device was exchanged. The device log files (service log, error log, event log) were provided to hamilton medical ag and show that the ventilator device already alarmed 3 days prior the reported date-of-event, on date 22-mar-2024. The ventilator switched then also to ambient mode with the technical error 446026 (amvreferror). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.